Event description:
It was reported that there was no audible alarm when the exhalation line became disconnected from the ventilator. The pt was switched to a backup ventilator. No reported harm to the pt.